Event description:
It was reported that when an asymptomatic patient presented in the emergency room, upon device interrogation low, out of range, high voltage lead impedance issue was observed on the lead from the device. A successful defibrillation threshold testing was completed. Programming changes were made. Patient was stable throughout the event and will continue to be monitored.